Event description:
Report states that post procedure, the pt got the flu and while coughing one of the sutures broke in half and had to be replaced.

Manufacturer narrative:
Results: device and lot number not available.